Event description:
It was reported the customer had a no delivery alarm during the fill tubing process. The customer stated they had inserted a new reservoir, but when they press act, the reservoir does not move. Customer's blood glucose was unknown. The customer also reported their backlight was not working due to low battery level. Troubleshooting was not completed as the customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.